Manufacturer narrative:
During the site visit, the field service representative inspected the analyzer and observed burn damage to the outlet where the refrigerator with replaceable fan power cable connects to the part. The refrigerator with replaceable fan (part number 7-76850-04), the refrigerator power cable, and the 15a power fuse were replaced to return the system to normal function. The service assessment was unable to identify the specific cause for the shorting; however, there was no evidence that fluid leakage contributed to the damage. A review of the architect i2000 analyzer, serial number (B)(6) service history found no contributing factor on or around the date of the event. There were no subsequent reports of smoke or burn damage after service replaced the refrigerator. A product labeling review found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The I system service and support manual provides instructions for removal and replacement of the refrigerator with replaceable fan. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damage to the refrigerator with replaceable fan was limited to the outlet only and did not spread to other areas of the analyzer. No trends for tickets with replacement of the refrigerator with replaceable fan were identified in the 12-month review. A product monitoring review of architect platforms found no trends of the architect i2000sr or the refrigerator with replaceable fan with regard to the current complaint issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, sn (B)(6) or the refrigerator with replaceable fan (part number 7-76850-04) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that when they powered the architect i2000sr analyzer on, it suddenly went offline. They powered it off and then on again at the back of the device, which is when they saw sparks from around the upper part of the waste fluid pump. Then they smelled a burnt smell, so they powered the unit off again. There was no reported injury to any users, no patient impact, and no facility damage.